Event description:
The customer reported that the doctor attempted to insert iab, that the pt had iliac stents in place and heavy calcifications. Physician was unable to get guide wire past stents and insert iab. Pt expired.

Manufacturer narrative:
Since the device info was not available, the customer shipping history was reviewed to determine the most likely lot (s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. (B)(4).